Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue over the weekend with 2 certain lots of foley balloons that were not working (lot#nghp0791) and (lot#nghq1143). Per follow up via phone on (B)(6) 2023, it was reported that foley catheter balloon was leaking after it was inserted into the patient (lot#nghp0791). It was also reported that another lot was not deflating properly (lot#nghq1143). The customer was not able to cross-reference which lot had which issue, but lot#nghp079 was discarded, and 6-8 trays from lot#nghq1143 are available for a sample.

Event description:
It was reported that there was an issue over the weekend with 2 certain lots of foley balloons that were not working (lot#nghp0791) and (lot#nghq1143). Per follow up via phone on (B)(6) 2023, it was reported that foley catheter balloon was leaking after it was inserted into the patient (lot#nghp0791). It was also reported that another lot was not deflating properly (lot#nghq1143). The customer was not able to cross-reference which lot had which issue, but lot#nghp079 was discarded, and 6-8 trays from lot#nghq1143 are available for a sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted four opened (without original packaging), 2-way catheter with drainage bag attached. The balloon passively deflated in under 2 minutes with no cuffing or leaks noted, returning 10ml of solution. The third catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 2 minutes with no cuffing or leaks noted, returning 10ml of solution. The fourth catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 2 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.